Event description:
It was reported that this mitral valve was explanted after eleven (11) years, six (6) months due to stenosis and regurgitation, secondary to calcification. This was replaced with a 27mm pericardial bioprosthesis. No additional details provided.

Manufacturer narrative:
The explanted device was not returned to edwards for analysis because it was discarded at the hospital. Without return of the device, edwards is unable to confirm the clinical observation. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.